Event description:
Customer reported her daughter received a reading of 99mg/dl on her freestyle lite meter, which she felt was high as her daughter experienced hypoglycemic symptoms. Paramedics were called and tested her blood glucose and got a reading of 40mg/dl on their hcp meter. Paramedics treated her with glucagon and transferred her to a local hosp. She was diagnosed with hypoglycemia, treated with an IV (solution unk) and juice. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been returned for investigation and a follow-up report will be submitted once results are available.